Event description:
It was reported that when the patient presses his artificial urinary sphincter (aus) pump 3-4x it seems to open and close and allows stream to start/stop. There were no patient complications.